Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that screen of the insulin pump become more and more milky like there was a white film over the screen. The customer's blood glucose level was 6.3 mmol/l at the time of incident. Customer stated that they cannot see data on screen very clearly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No white film screen, missing segment or partial display noted. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. (B)(4).